Event description:
It was reported to us by the surgeon that the patient received bilateral joints and one side is now infected. The surgeon is going to manage it with local scrubbing and betadine. At this time, there is no further information.

Manufacturer narrative:
The device was not returned for evaluation; however, the reported event can be confirmed as the surgeon reported the microorganism that grew after taking samples.

Event description:
It was reported to us by the surgeon that the patient received bilateral joints and one side is now infected. The surgeon is going to manage it with local scrubbing and betadine. At this time, there is no further information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.